Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.